Event description:
It was reported that a dexcom g7 sensor was connected to the user¿s phone but not to the ilet due to an incorrect sensor code entered on the ilet, resulting in hyperglycemia up to 300 mg/dl until the code issue was addressed and glucose returned to 153 mg/dl. Symptoms included hyperglycemia without associated acute complications. Outcomes included no medical intervention, no ketone testing, no backup therapy use, and no hospitalization. Investigation included complaint review, device use and event history review, and user troubleshooting and education related to cgm pairing. Investigation of this case revealed user error in entering the sensor pairing code, consistent with incorrect pairing configuration and not indicative of ilet hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.